Manufacturer narrative:
The product is not available for evaluation and testing. The complaint conclusion has been amended to reflect newly received information. A report was received from the study indicating two cypher stents were associated with restenosis. The event involved a male with a history of diabetes, old myocardial infarction, hyperlipidemia, smoking and meniere's disease. The pt has also had previous implantation of two penta bare metal stents (bms) in the proximal and mid right coronary artery (rca) and a 3.5 x 13 mm bx velocity stent in the mid to proximal left anterior descending artery. This pt's history places him at increased risk of mace. The indication for admission to hospital is not known, however, an elective coronary arteriogram revealed an in-stent restenosis of the two penta bare metal stents in the proximal and mid right coronary artery (rca). The lesion was a chronic total occlusion and described as concentric, diffuse, and ostial with an unk lesion length. The reference vessel diameter was 2.09mm with a vessel classification of type c. Treatment of the rca involved pre-dilation followed by implantation of a 2.5 x 18mm cypher stent at 15 atm. At the distal end of the mid rca. This lesion was reported as de novo. A 3.0 x 28mm cypher stent was implanted at 22 atm. Proximal to, and overlapping the first cypher. Finally, a 3.5 x 18mm cypher was implanted at 22 atm. Proximal to, and overlapping the second cypher. According to the IFU, the rated burst pressure is 16 atm. For these products. Additionally, the effectiveness and safety of cypher for use in restenotic lesions has not been established. Post-dilation and intravascular ultrasound (ivus) was not conducted. The residual stenosis was 5%. Pre and post-procedural medications included asa and ticlid. The pt was given heparin during the procedure. The use of gp iib/iiia inhibitors and monitoring of act values was not reported. Approx nine months following the previous procedure, the pt underwent repeat coronary angiography. This revealed a 90% restenosis of the 3.5 x 18mm cypher at the proximal rca and a 50% restenosis inside the 3.0 x 18mm cypher at the mid rca. This was successfully treated with balloon angioplasty resulting in 0% residual stenosis. A follow-up coronary angiogram was conducted 10 months later and revealed a 90% restenosis of the penta bms in the proximal rca, a 75% restenosis of the penta bms in the mid rca extending to the distal rca and a 75% restenosis of the bx velocity stent in the proximal to mid lad. The proximal rca was treated with a cutting balloon followed by implantation of a 3.5 x 13mm cypher stent inside the initially implanted cypher resulting in 0% residual stenosis. The safety and effectiveness of using cutting balloons in conjunction with cypher stent implantation has not been established. The lesions in the mid and distal rca were treated with cutting balloons. Finally the restenosis of the proximal to mid lad was treated by implantation of a 3.0 x 28mm cypher resulting in a residual stenosis of 0%. The products remain implanted in the pt, and thus not available for evaluation. A device history records review was conducted and found the products met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of coronary artery disease. Based upon the information provided, it is not possible to conclusively determine the cause of the events, however; there are pt, vessel and procedural factors that may have contributed to it. The physician commented, "this restenosis could have happened with any bms so nothing unusual with cypher." There is no clear indication these events were design or manufacturing related. Please note that this is the initial/final report for this product. This is one of four products used to treat the same pt. Please reference MFR. # 9616099-2006-00445, # 9616099-2006-00446, and # 9616099-2007-01036, and # 9610978-2007-00289.

Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. This pt was reported to have had a previous percutaneous coronary intervention (pci) in which unk bare metal stents (bms) were used to treat the proximal/mid left anterior descending (lad) target lesion (prior to the clinical study). Additional information obtained indicated that one of the bmstents used was a bx velocity 3.5 x 13 mm stent. Additional bmstents implanted during the same procedure were two (2) penta stents. Additional details were not available. Approx thirty-five (35) months after implantation of the bmstents, a 75% restenosis of the proximal/mid lad target lesion/bms was noted. The restenosis was treated by implantation of a cypher 3.0 x 28 mm stent. The residual stenosis was 0%. No additional information was available.